Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide cath: radiguide. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive root cause for the balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric and 90% stenosed distal right coronary artery. A 1.2 x 6 mm mini trek balloon catheter was being used for pre-dilatation when the balloon ruptured at 4 atmospheres. The balloon had been prepped prior to use and there was no resistance advancing or removing the device. A new 1.2 x 6 mm mini trek was successfully used for pre-dilatation along with a 2.0 x 12 mm tenku and a 2.5 x 15 mm xience xpedition was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.